Event description:
It was reported that the patient never experienced therapeutic effect. During implant, the surgeon nicked a nerve, so the device does not work. The patient was at home. Further information has been requested from the hcp.